Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that the doctor was performing a laparoscopic hysterectomy with the enseal device and the jaws wouldn't open after dissecting a vessel. The doctor managed to force open the jaws of the device. A second enseal device was used to complete the case. No damage was done to the vessel. No consequence to the patient. The device was discarded.